Manufacturer narrative:
Merge healthcare continues to work with the customer to troubleshoot their reported problem. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that they experienced problems obtaining a patient's invasive pressures on channels p1-p3. There was approximately a 20-minute delay while the hemo monitor was rebooted. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 03jun2016. During troubleshooting activities by merge technical support, it was noted that the channel/port 4 could be zeroed, however when a catheter was connected a reading did not display. The customer was asked if the other three (3) channels/ports were tried and it was stated that the issue was present on all four (4) channels/ports. Merge technical support then recommended to install a new interface cable and check the system with the provided test plug. The customer stated that they had lost the test plug and requested a new one. Merge technical support shipped the customer a new test plug on 05jun2016 (reference RMA #(B)(4)). Upon receipt, the site's biomed tested the unit and found that all four (4) channels/ports worked correctly. On 28may2016, the customer called in again to report the same issue (reference MDR #2183926-2016-00615/complaint-(B)(4)). The customer rebooted the hemo monitor and the functionality worked correctly. Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence in the troubleshooting section: cardiac output check: 1. If running with patient data module version 1, plug the refcat test plug (with orange tag) into t1 (t1/co) of the pb-1000. If running with patient data module version 2, plug blue test plug into co port. 2. Click the chron log folder. 3. Open a test study. 4. Drag thermo co onto the chron log. 5. If there is an item shown in the equipment field, skip to step 8, if not proceed to step 6. 6. Click + next to the equipment field. 7. Select an item from the equipment list. 8. In the thermo co editor, note the type value so it can be restored later. Select dualtherm from the type drop-down list. 9. Click show. 10. On the hemo monitor values should appear in the injectant and distal fields. 11. Ensure the displayed values are within the indicated range (found on the catheter package). Injectant 36.8 +/- .150 °c. Distal 37.2 +/- .150 °c. No further actions are anticipated at this time due to the issue being readily apparent to the user, the assessed non-serious impact to the patient, and the ability for the user to test the system according to user manual instructions. Revised information contained in this supplemental report includes the following: evaluation codes: method code #1: 10 actual device evaluated. Method code #2: 3345 simulated used testing (testing the devices in situations that mimic. Real life settings but do not involve patients). Method code #3: 3330 pressure testing. Results code: 213 no failure detected. Conclusions code: 71 no failure detected, device operated within specification. Indication of additional manufacturer information is contained in this follow-up report.